Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical representative reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq peripheral nerve stimulator (stq4-spr-b0; sn: (B)(4) was implanted at the suprascapular nerve and one (1) stimq peripheral nerve stimulator (stq4-rcv-a0; sn: (B)(4) was implanted at the supraclavicular nerve in the shoulder. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical representative maintained contact with the patient following implant. On (B)(6) 2020, the patient contacted clinical representative to schedule an appointment with the implanting clinician. The appointment was scheduled for the following day. On (B)(6) 2020, the patient met with the implanting clinician to have the skin irritation examined and an x-ray performed. The implanting clinician discovered that the suture was broken and the leads migrated. They began to irritate the skin as they pushed upward causing skin irritation (minor erosion). The x-ray confirmed that both stimulators had migrated and the patient was scheduled for a revision on (B)(6) 2020. The clinical representative believes that the reason for this issue was due to tunneling both stimulators back to one pocket in order to knot and suture both together. On (B)(6) 2020, the patient met with the implanting clinician for a revision. Stimulator (stq4-rcv-a0, s/n (B)(4) was replaced with the same type of stimulator (stq4-spr-b0, s/n (B)(4) at the supraclavicular nerve. Stimulator (stq4-spr-b0, s/n (B)(4) was replace with the same type of stimulator (stq4-rcv-a0, s/n (B)(4) at the suprascapular nerve. During the revision the implanting clinician sutured each stimulator into separate pockets. The revision was completed successfully without complications. On (B)(6) 2020 the patient met with the implanting clinician for a post operation appointment and no further issues were noted. Patient is receiving therapy without complications following the revision. Stimulator migration is a known adverse event for peripheral nerve stimulators that are reduced as far as possible in the product's risk management file. The root cause of the complaint is attributed to how the implanting clinician sutured the stimulators together in a single pocket. Migration has not reoccurred since revision of the stimulators with an alternate suturing method. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file. Stimwave was in contact with the territory manager from (B)(6) 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to reduce migration, and that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event required medical or surgical intervention to prevent or preclude permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a migration with skin irritation reported to stimwave on (B)(6) 2020, by clinical representative.